Event description:
Consumer called and said that she thinks she swallowed the guard. She put it in last night and now it's gone. She feels a slight lump in her throat, but no pain or difficulty breathing.

Manufacturer narrative:
No add'l info is given by the consumer. No lot code was given, no product was returned for investigation. No injury was reported, no medical attention was sought. This is being reported because if the device is swallowed, medical attention may be necessary to remove the device.